Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "nursing staff noted that within 2 hours of starting an infusion at 75 ml/hr, the pump alarmed and the 1000 ml of fluid had been infused". There was no patient harm. The customer provided additional information that the fluid involved in the event was a liter of d5 1/2 normal saline with 20 of k. The device screen read 75 ml/hour, despite the infused volume. The fluids were discontinued. A location of the medical unit was provided. The customer's notes state "frequent pt side occlusions prior to event per kp report".

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "nursing staff noted that within 2 hours of starting an infusion at 75 ml/hr, the pump alarmed and the 1000 ml of fluid had been infused." There was no patient harm. The customer provided additional information that the fluid involved in the event was a liter of d5 1/2 normal saline with 20 of kcl. The device screen read 75 ml/hour, despite the infused volume. The fluids were discontinued. A location of the medical unit was provided. The customer's notes state "frequent pt side occlusions prior to event per kp report".

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module received a remote IV request for drugid 6 to infuse at 75ml/hr with a vtbi of 1000ml at 10:16 pm on 12 july 2018. The device was then paused. At 10:17 pm, the device received a remote IV request for a secondary infusion of drugid 378 to infuse at 100ml/hr with a vtbi of 150ml. At 10:17 pm, the infusion was paused and then restarted at 10:18 pm. At 10:30 pm, the device alarmed for patient side occlusion and was restarted. At 11:49 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 75ml/hr. Between 3:26 am and 12:45 pm on 13 july 2018, the device alarmed 15 times for patient side occlusion. The first 14 times the infusion was restarted, however after the 15th time, the device was channeled off. At 4:53 pm, the device received a remote IV request for drugid 6 to infuse at 75ml/hr with a vtbi of 1000ml. Between 5:26 pm and 6:18 pm, the device alarmed twice for patient side occlusion and the user restarted it after each alarm. At 6:31 pm, the device alarmed for air in line. The user paused the infusion and then channeled off the device at 6:33 pm. The volume recorded as being infused during this period was 1053.17ml for the primary infusion and 150.012ml for the secondary infusion. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Correction: concomitant medical products.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "nursing staff noted that within 2 hours of starting an infusion at 75 ml/hr, the pump alarmed and the 1000 ml of fluid had been infused." There was no patient harm. The customer provided additional information that the fluid involved in the event was a liter of d5 1/2 normal saline with 20 of kcl. The device screen read 75 ml/hour, despite the infused volume. The fluids were discontinued. A location of the medical unit was provided. The customer's notes state "frequent pt side occlusions prior to event per kp report".